Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was having some issues and the pump was shut down. The rep wanted to know how to restart the pump after being stopped. Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 314.7 mcg/day via an implantable pump for unknown indications for use. It was reported that the rep stated that the pump was replaced today and the catheter was aspirated and the dose kept the same. Approximately 2 hours after pump was replaced, the patient started having signs of an overdose. The rep stated after the patient started having symptoms so pump was reduced to 96.1 mcg/day initially and then a short time after that it was programmed to min rate mode. Additional information received from a health care provider (hcp) and a manufacturer representative (rep) indicated that the patient's old pump was getting replaced due to normal eri/eos. It was further reported that there was no information provided to reasonably suggest that the pump medication was being delivered unintentionally in a manner greater than prescribed. The results of diagnostics/troubleshooting was unknown and the rep was not aware of any external or environmental factors that may have led or contributed to the issue. When asked if the cause of the patient having signs of overdose was determined, the rep indicated that the anesthesiologist determined that the patient was showing signs, so the patient was placed in minimum rate "to all the body metabolism to catch up". The rep indicated that the event had resolved and the patient was cleared and released within 24 hours. The patient's weight was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.